Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that mini engine 2.10 failed in mini drawer 2. A field service engineer replaced the engine twice before, replaced the drawer controller board and configured it in the hardware test application and in storage space configurations. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the mini drawer keept failing. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.